Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error log. The fse did not attempt to reproduce the reported error because dropped cups inside the sorter was found. The fse suspected cup suction position alignment. The fse performed cup suction position alignment for all three positions. The fse performed a sorter test twice and ran a dummy test. The fse ran a daily check and quality control (qc) with no errors and were within specifications. The aia-900 analyzer is functioning as expected. No further action required by field service. A complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from installation date of (B)(6) 2020 through aware date of (B)(6) 2021. There were two similar complaints identified during the searched period including this event. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4053] sorter-z home overrun. Cause: the home sensor s2022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported event due was due to cup suction position requiring alignment. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 4053 sorter-z home overrun. The sorter is dropping test cups in random locations. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting estradiol (e2), luteinizing hormone (lh ii), follicle stimulating hormone (fsh), and beta human chorionic gonadotropin (bhcg) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.